Manufacturer narrative:
The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. A review of the IFU/training material is captured in a technical summary written by edwards, which applies to this complaint event. The complaint was unable to be confirmed as no medical record was provided for evaluation. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints 'calcification' did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, 'approximately 3 years, 3 months and 4 days post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve required intervention and a 29 mm sapien 3 ultra resilia valve in valve was performed. It's noted that the patient has been on dialysis > 10 years. The valve calcified and the patient became symptomatic. The physician did not fault the failure on the valve, but the fact that the patient has had renal failure for many years requiring dialysis.' Per information received, the patient was on renal failure and on dialysis for greater than 10 years. Chronic kidney disease is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. While a definitive root cause was unknown, available information suggests that patient factors (chronic kidney disease) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years, 3 months and 4 days post-implant of a 29 mm sapien 3 valve in the aortic position, the valve was calcified and the patient became symptomatic. A 29mm sapien 3 ultra resilia was implanted valve in valve.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.